Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. However, a photo of the alleged malfunction was received. According to the photo received, it could be observed that the twister port is broken. The sample is not available for physical analysis. The alleged failure mode was confirmed with the photo received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The complaint is confirmed.

Event description:
A user facility clinic manager (cm) reported a combiset bloodline broke at the venous line at the top of twist port, causing a blood leak to occur. A photo was provided for the investigation. Upon follow-up, the cm stated stated a blood leak occurred from a breakage in the white twist port connected to the venous line approximately twenty minutes after initiation of treatment. The machine, a 2008t, alarmed with an an arterial blood leak alert. Per cm it was unknown what caused the port to break off. A fresenius 2008t hemodialysis machine and fresenius dialyzer were being used during the incident. Blood test strips were not required or used. The patient's blood was returned from the arterial side of the set and the estimated blood loss (ebl) was 300ml. Immediately following the event, the treatment was halted and the patient was re-setup with a new dialyzer and bloodlines, and completed their treatment on the same machine. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combiset was discarded and was no longer available to be returned for evaluation. A photo was provided for the investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a combiset bloodline broke at the venous line at the top of twist port, causing a blood leak to occur. A photo was provided for the investigation. Upon follow-up, the cm stated stated a blood leak occurred from a breakage in the white twist port connected to the venous line approximately twenty minutes after initiation of treatment. The machine, a 2008t, alarmed with an an arterial blood leak alert. Per cm it was unknown what caused the port to break off. A fresenius 2008t hemodialysis machine and fresenius dialyzer were being used during the incident. Blood test strips were not required or used. The patient's blood was returned from the arterial side of the set and the estimated blood loss (ebl) was 300ml. Immediately following the event, the treatment was halted and the patient was re-setup with a new dialyzer and bloodlines, and completed their treatment on the same machine. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combiset was discarded and was no longer available to be returned for evaluation. A photo was provided for the investigation.